Event description:
According to the reporter, the catheter was twisting at the suture wing. Chlorexidine was used as the cleaning agent. There was no blood loss or harm to the patient but the customer was concerned about the suture wing moving on the length of the catheter, so it was secured with sutures. The catheter was replaced 2 days after the 1st insertion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was twisting at the suture ring, which was secured with sutures. There was no harm to the patient but the customer was concerned about the risk of the catheter moving, so it was secured.